Event description:
It was reported to philips that geoipc intermittently fails to start; geometry requires multiple restarts on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled geoipc software; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).